Event description:
It was reported that there was a lead warning for a sudden increase in and high lead impedance measurement noted in the right ventricular (rv) lead. It was also reported that the high lead impedance and noise were observed with arm movement and that there was a rv lead fracture. The rv lead was explanted and replaced with a new lead. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.